Event description:
It was reported that the device exhibited a kinked cannula. The device did not disclose a line block alarm due to partial occlusion. The patient experienced hyperglycemia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 was updated. D4 - primary UDI number was updated. D9 - date returned to MFR was 06-apr-2026. One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed no physical damage or other anomalies. Functional testing was performed, and no occlusion of the tubing was identified. The customer¿s complaint of kinked or bent cannulas could not be confirmed, as the cannula was not returned, and no root cause could be determined.